Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, broken cables were identified on the mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.